Event description:
It was reported that the left ventricular lead exhibited high pacing threshold of 6.0 v at 1.5 ms and impedance of 1500 to 2000 ohms. The pulse generator was reprogrammed to right ventricular configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.